Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the covers on the exhalation ports of an rt040 hospital full face mask non-vented "are falling off." No patient consequence was reported.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the covers on the exhalation ports of an rt040 hospital full face mask non-vented "are falling off". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt040 hospital full face mask non-vented is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The complaint rt040 mask was not returned to fph in (B)(4) for inspection. Our investigation is based on the event description and additional information provided by the medical centre. A lot check was not performed as lot information was not provided. It was reported that the port cap was completely detached from the complaint rt040 mask. The medical centre also commented "some patients do remove the mask for many reasons and some nurses remove the mask for other reasons." The oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with pressure inside of the mask during therapy. It is possible that the patients or nurses were pulling the port caps off from the mask, causing the reported fault.